Manufacturer narrative:
Concomitant medical products: evolutpro-26-us valve, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead position check failure on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.